Event description:
It was reported that a patient presented with far r wave over-sensing and high capture thresholds noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received noted that a new instance of far r wave over-sensing and high capture thresholds noted on the patient's implantable cardioverter defibrillator and also noted on the programmer used. No intervention or adverse patient consequences were reported. The patient was stable.